Manufacturer narrative:
H.6. Investigation summary unconfirmed, no sample received. Investigation conclusion the customer issued a complaint for a damaged/defective needle guard detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Root cause description based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. Rationale complaint is unconfirmed.

Event description:
It was reported that ultrasafe b100l ng yellow bulk amg separated before use. The following information was provided by the initial reporter: the nurse called her back to inform her that the product fell apart in her hands when she took it out of the packaging, the yellow casing didn't seem to be properly docked with barrel of syringe. Needle is attached and slightly bent.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe b100l ng yellow bulk amg separated before use. The following information was provided by the initial reporter: the nurse called her back to inform her that the product fell apart in her hands when she took it out of the packaging, the yellow casing didn't seem to be properly docked with barrel of syringe. Needle is attached and slightly bent.